Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 30-nov-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 30-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered = 19.175. Dailytotalofbasalinsulindelivered = 19.175. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 30-nov-2024 in the formatted history file.  Insert battery alarm was found on: (B)(6) 2024 07:57:44.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Please see below for the customer's daily total of all insulin delivered surrounding the event date 30-nov-2024 listed on smartsolve and the days prior to the event date. (B)(6) 2024, dailytotalofallinsulindelivered = 33.975; (B)(6) 2024, dailytotalofallinsulindelivered = 29.775; (B)(6) 2024, dailytotalofallinsulindelivered = 37.05; (B)(6) 2024, dailytotalofallinsulindelivered = 34.775; (B)(6) 2024, dailytotalofallinsulindelivered = 30.875; (B)(6) 2024, dailytotalofallinsulindelivered = 46.375 (B)(6) 2024, dailytotalofallinsulindelivered = 38.65; (B)(6) 2024, dailytotalofallinsulindelivered = 36.025; (B)(6) 2024, dailytotalofallinsulindelivered = 23.775; (B)(6) 2024, dailytotalofallinsulindelivered = 19.175. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. Cause of death was heart attack and high blood sugar. Other relevant history, including preexisting medical conditions: slight dementia. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-397a, mmt-1780kl, mmt-332a. No product return is required for mmt-397a. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.